Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was removed from service due to oversensing. At the replacement procedure the impedance measurement was high, greater than 2500 ohms. A new endotak lead was implanted.